Manufacturer narrative:
(B)(4). Batch # m90614. The analysis results found that the b12lt device was returned with the duckbill damaged and torn. Upon visual inspection, the duckbill was observed to have a mark which suggests that a pointy instrument was inserted through the trocar with excessive force, causing the found damage. Per instructions for use: "use caution when introducing or removing instruments through the trocar sleeve in order to prevent inadvertent damage to the seals which could result in loss of pneumoperitoneum. Special care should be used when inserting sharp or angled edged endoscopic instruments to prevent tearing the seal." The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during a robotic hysterectomy procedure, an unknown black piece was noticed within the patient's pelvic cavity. The piece was removed from the patient's cavity. The trocar was removed from the patient and noticed to have a piece of the seal from the inside of the trocar missing. Case completed with another device of the same product code. There were no patient consequences reported.